Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One device was received. Per visual inspection, crack in left lower corner on top case, right plunger case broken off and bottom case contamination. Square shaft was missing. Per event history/error log review, no alarm in history related to reported problem. The right plunger case damage and square shaft was missing confirming the complaint. The root cause was impact damage from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger case assembly and installed missing square shaft. Replaced case seal, timing plate spring, battery, bottom case, worm coupling, worm gear, motor mount, lead screw, left clutch, right clutch, square shaft, cable guard, size and performed all functional tests.

Event description:
It was reported the syringe lock was broken off. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.